Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received, and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 84 bd insulin syringes with bd ultra-fine¿ needles experienced the cannula were apparently not 8mm. The following information was provided by the initial reporter, translated from japanese to english: "after unpacking, the user noticed that the needle length was apparently not 8mm."